Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that the clinician stated, the safety switch tripped for the right atrial (ra) lead due to impedance measurements less than 100 ohms. Loss of capture and decreased sensing were also observed. The pt was noted to be in atrial fibrillation. Boston scientific technical services suggested performing an x-ray to evaluate the integrity of the lead. No specific measurements were provided and no adverse pt effects were reported. No add'l info is available at this time. If add'l info becomes available, this report will be updated.